Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and full functional stress testing on a fluke analyzer using test accessories without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. No accessories were returned for evaluation at this time. No trend is associated with reports of this type.